Event description:
Attention due to its content this message is to be seen by women only. I purchased on (B)(6) of 2023 at (B)(6) two packs with 48 pads of regular size maxi wingless. These come packed in a blue plastic bag with a photo of the pad on it and these are walgreens brand. It says on the top left corner of the package that is written: "compare to always regular size 1". Distributed by (B)(4) and the item # is 901 360 and there is w10161--0922-f. Upc bar code# 049022 83746 1 ****23 037 k82 17:18 ***. I believe this number between the asterixes is the lot number. I used these in (B)(6) and (B)(6) and they had a bad plasticy chemical odor and they caused me to have skin irritation, itchiness and infection down there at the genital area. I even have urine test that shows infection while I used these in (B)(6) 2023. Please get these pads inspected and do what is needed to be done. These have to be removed out of the market. Please and thanks and send us follow up reports in regards to our complaints. Thanks! Report date (B)(6). (B)(4). Reference reports: #mw5144620.